Event description:
Healthcare professional reported unknown side "confirmed case of bia-alcl." Pathological markers confirming alcl have not been received. The device has been explanted.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "confirmed case of bia-alcl".